Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. It was reported that the customer refilled the cartridge with insulin. The customer was able to reload a cartridge successfully and resume insulin delivery.

Manufacturer narrative:
Tandem's user guide states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or under infusion and may cause serious injury or death. The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.